Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a buccal tumor resection on (B)(6) 2014 and suture was used. While sewing the facial soft tissue, the needle broke. The needle fragment was removed. There were no adverse patient consequences.